Event description:
A customer reported an issue with a cartridge not fully snapping into the pump. There was no adverse impact to the customer¿s blood glucose level. The customer, with guidance from technical support, inspected and removed debris from the pneumatic tap, cleaned the area, and filled a new cartridge. The customer successfully completed the load process and resumed insulin delivery.